Event description:
The pt underwent a lipoma excision on the ankle in 2002. The pt began twice daily wound care with peroxide seven days following initial surgery. At that time, skin sutures were removed per standard post-op care. Pt developed a staphylococcal infection during 2/2003 and was returned to hosp for cleaning and debridement of the wound in 2003. Pt's condition following debridement is reported as "90% healed with no further events reported."